Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high capture threshold and noise oversensing. The right ventricular lead was explanted and replaced. The patient was stable throughout.